Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the knee arthroscopy, a part of the instrument broke off inside the patient's knee joint. The broken piece was removed from the patient through an additional incision. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.